Manufacturer narrative:
No devices or photos were received; therefore, the condition of the components is unknown. The part and lot numbers of the products are unknown; therefore, the manufacturing records, complaint history could not be reviewed. It could not be confirmed if the devices are an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported there was an unknown number of revisions for a tissue reaction present following implantation of the m/l taper stem.

Manufacturer narrative:
This report will be amended when our investigation is complete.